Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, and a corroded battery tube and battery cap contact. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, reservoir tube and reservoir tube window. The insulin pump was received with a broken reservoir tube lip and battery tube threads. The insulin pump was received with a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer kept receiving a button error alarm on their insulin pump. After discontinuing her use of the product the customer stated that she forgot to give herself a manual insulin injection causing her blood glucose level to reach 600 mg/dl. The customer stated she feels okay and no medical intervention was required. The product is being replaced. No further information provided.